Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that there were no fatalities. The patient was not harmed, the procedure was not delayed, and there were no issues affecting the non-use of the system.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the customer to confirm that the issue was noticed prior to a procedure with no ports placed in the patient. There was no patient involved.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the moment of docking the system, with the sterile drapes already in place, it began repeatedly displaying error 32101. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.